Event description:
An unspecified readings issue was reported with use of the abbott diabetes care (adc) device. The customer received unspecified high and low readings on the adc device and experienced a seizure. The customer was unable to self-treat and was given chocolate by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software.the sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. No failure modes were observed upon visual inspection of the plug assembly. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings no malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.